Event description:
The field service rep reported an intermittent ma error at high kv and ma battery voltage dropping below limit under load. Problem found during pn service. No pt involvement.

Manufacturer narrative:
The service rep ordered and replaced battery pack assy. Tested system under load test high kv and ma in fluoro and film mode. No failures and batteries meet load specs.